Event description:
It was reported that a skin reaction occurred. The sensor was inserted on the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, and drainage underneath sensor pod area only. The patient initially self-treated with an over-the-counter antihistamine (aleve). After this, the patient saw an hcp, and was prescribed an unspecified antihistamine product, and a cream. During a follow up with the patient on (B)(6) 2025, the patient stated that she still experienced intense itching ¿all over¿. The patient added that the skin reactions started after having given birth in (B)(6). A photo was provided and reviewed, the image shows a large red patch at the center, appearing to be the main area of irritation. Above this patch, there are several smaller red spots scattered across the skin, indicating additional points of inflammation. Below the main patch, there is a brownish mark that looks like an older discoloration. A visible bruise was also noted above the main patch. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).